Event description:
It was reported that during revision on (B)(6) 2026 during the attempt to explant the drg leads, they leads were cut. The leads were left in place as there was too much resistance from the scar tissue to pull them out. Surgical intervention may be undertaken at a later date to remove.